Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Suspect medical device: specific device information has been provided and this section has been updated to include the same. Device evaluated by manufacturer. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. The tip showed bend damage at 1cm from the tip. Functional testing was attempted per the instructions for use for device preparation. The pump was inserted into the ultra drive unit console. The pump and device primed and ran as designed for 120 seconds in the thrombectomy mode. The devices pressure was within the normal range of 10.172 kpsi. The device functioned as design with no abnormalities noticed. No leaks were noticed during functional analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the procedure was cancelled. Two angiojet catheters and an angiojet ultra system console were selected for use in a thrombectomy procedure. During preparation, the first catheter was pierced. The orange led was blinking, and a priming error message was observed on the console. The catheter was leaking, so the device was exchanged for another. The console was restarted, but the same issues occurred again with the second catheter. The procedure was cancelled. No patient complications were reported. It was further reported that the above reported failure was due to issues with the catheters, not the console. The console has been checked with some demonstration catheters and works as intended.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. Two angiojet catheters and an angiojet ultra system console were selected for use in a thrombectomy procedure. During preparation, the first catheter was pierced. The orange led was blinking, and a priming error message was observed on the console. The catheter was leaking, so the device was exchanged for another. The console was restarted, but the same issues occurred again with the second catheter. The procedure was cancelled. No patient complications were reported.